Manufacturer narrative:
As reported, the patient developed low grade fever post usage of arista ah. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's alleged postoperative fever. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use supplied with the device identifies fever as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an abdominal hysterectomy arista ah was used prior to closing. In follow up about one week post op patient had low-grade fever.